Event description:
It was reported that the powerglide catheter broke from the hub. No other information is available.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of a powerglide catheter and extension set was provided for evaluation. The catheter shaft was shown to be detached from the purple luer hub. Dried, red usage residue was present on the catheter. A section of the catheter appears to be protruding from the pink strain relief portion which indicates the detachment is likely due to a catheter fracture. The break surface characteristics cannot be clearly examined through the photo sample provided. Possible contributing factors include sharp instrument damage, material fatigue, and excessive tensile force. Since the catheter was observed to be detached from the hub, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerglide catheter broke from the hub. No other information is available.